Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that patient was being sore around the incision since implant and that the incision was oozing, so a friend of them that was a doctor placed a gauze over the implant. Patient also reported not getting symptom improvement compared to the trial phase. Patient reported no change in baseline / never received therapy benefit and reported pain at incision site. Patient also reported an unspecified urinary symptoms. Patient insisted their therapy was off so asked to connect to their device and turn it on. Upon connecting, patient was able to confirm therapy was on and decided to increase their stimulation on their own. Patient stated never being told how this works so was upset to find out they need to use both the communicator and the programmer at the same time to access their therapy as they cannot use their left hand. Notifying field staff of situation or request. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient mentioned not being sure they have a follow up with their healthcare professional (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that they were unknown about the cause of the therapy being off. The hcp stated that the most likely cause of the event was not known and it was unknown if the issue was resolved. The hcp stated that the patient did not report this to them in the follow up appointment as they could be content with treatment at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.